Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Through visual investigation it was found. That an obstruction was felt under the strain relief. A guidewire will pass with force. The lumen was still patent. The balloon protector was removed. The balloon inflated, held its diameter and deflated. Excessive glue was found distal to the luer constricting the inner lumen.

Event description:
It was reported that during preparation for use, it was discovered that the bridge occlusion balloon guidewire lumen was partially occluded. Reportedly, it was very difficult to track the device over the wire. The device was set aside and the procedure proceeded without the bridge device in place.